Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. A review of the event history log identified downstream occlusion messages. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. The device was found to operate within specification. No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump, had a low downstream issue. There was no known patient injury or medical intervention associated with this event. No additional information is available.